Event description:
It was reported to medtronic neurosurgery that the patient's implanted shunt had become occluded, and that occlusion likely occurred in the ventricular catheter. The report states that the valve component of the shunt will be returned for testing. According to the report, there was no adverse impact or injury to the patient.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.